Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was only displaying half the information. Customer's blood glucose was 120 mg/dl at the time of the incident. Customer stated that his doctor told him to call to order a new pump because she could not change the settings with the screen being hard to read. Customer stated that the pump was neither dropped nor bumped. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with missing segments due to an open lcd zebra connector. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.